Event description:
It was reported that the pt had a l2-l5 laminectomy and fusion at l4-l5, with instrumentation, in (B) (6) 2004. The pt then had revision surgery in (B) (6) 2007 for an unspecified reason in which the instrumentation was removed and replaced with iliac screws. The screws were placed from t10-ilium. The pt was seen for follow up in (B) (6) 2009. X-ray films showed one of the iliac screw heads had disengaged from the bone screw. The pt was asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
(B) (6): no product was returned for eval. X-rays show iliac bolt dissociation from tulip and suggest loosening of the construct at pelvis. X-rays confirmed the left pelvic screw disconnected.